Event description:
Customer reported that he is annoyed by predictive low alerts from his insulin pump. The alerts occur early in the morning. He also reported that the other night his sensor gave a false warning, and that he gets a lot of lost sensor alarms at night. Customer thinks the alarms may be due to the device slipping out of his pocket while he is sleeping. He does not like that the device is not waterproof. Customer declined trouble shooting, but said he would call back later when he has more time. Customer's blood glucose level was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.